Event description:
Info rec'd indicated, the pump was pumping air instead of alarmed when the food is done. Pt was being fed neocate dha/ara at 28ml/62 hr.

Manufacturer narrative:
All alarms performed according to specifications. Several tests were run with water and several different disposable sets. Each time when the bag was empty, the pump stopped and alarmed, no food or dose done. The customer complaint could not be duplicated.